Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, no audible low alert on the g5 mobile application occurred. The patient stated their phone did not alert them while they were asleep and had a hypoglycemic event. After waking, the patient fell and dislocated their jaw on impact, after which they regained consciousness an hour later. At that point, the patient sought medical treatment at the hospital where they set his jaw. No further information was provided regarding the hypoglycemic event. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of no audible low alert on the g5 mobile application was not confirmed. The root cause could not be determined.